Event description:
In 2005, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reportedly by the vad coordinator that the patient had come into to the emergency department with a servere frontal headache. At that time it was noted that his pressures were elevated and a nipride drip was started. His CT scan showed a subdural hematoma possibly caused by a septic embolism. At that time he was admitted to the hospital, and his vad rate stayed around 70-80 bpm. Eight days later the patient was suppose to go home when he developed shaking, chills, emesis and it was noted that his temperature was at 102 degrees. In that afternoon it was noted that this vad rates started to increase to the 100 bpm and by the early next morning his vad rate had reached the maximum of 120 bpm with flows of 9.8 I/m. At that time it was thought that his increased flows were due to his increased temperature. The patient was alert and oriented and not uncomfortable with the increased rate. He had a PICC line infection at that time. Later that day it was noted that the patient had no movement in the right arm or leg. He again had an elevated bp. At that time another CT scan was done and also an echo to rule out inflow valve problems. The echo showed no thrombus on the inflow and good movement through the inflow without regurgitation. The following day the patient seemed to get better initially after the stroke but then later that day he started to show more status changes. Another CT scan showed multiple new infarcts on both hemispheres of the brain. During that time his vad rates where usually about 100-110 bpm. At this time the patient was showing no signs of alertness. Three days later the patient's flows had dropped to 4.7 lpm at a rate of 59 bpm. At 9:00 am the vad coordinator placed the patient in a fixed rate of 80 bpm and flows increased to 5.7 lpm. At around 10:30 am, patient began alarming a red heart alarm. Flows and stroke volumes were 0. CPR was started and lasted for around two minutes. During CPR, flows were around 1.5-2.5 lpm on the vad. The patient did go into vfib during that time and his aicd did go off twice. When compressions were stopped flows returned to about 4.5 lpm. The patient was then intubated and flows remained the same until he was turned off in the evening, and the patient expired. The patient's pump was explanted and sent to the manufacturer for analysis.